Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery would not charge. The was no adverse impact to the customer blood glucose level. Customer continued to use pump; however, a replacement was sent to the customer to resolve the issue.